Manufacturer narrative:
(B)(4). Date sent: 7/27/2021. Additional information was requested, and the following was obtained: does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. No. Is the patient currently taking currently taking steroids / immunization drugs? Not to my knowledge. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Not sure. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was mesh used at time of implant? No. Was there any medical reason for the removal of the linx device? No. At the time of removal, was the device found in the correct position/geometry at the time of removal? Yes. Have the symptoms resolved since the device was explanted? Yes.

Manufacturer narrative:
(B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The DHR for lot 24451 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? Was there any medical reason for the removal of the linx device? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted?

Event description:
It was reported that a linx device was explanted on (B)(6) 2021 due to patient request to have the device removed. Surgeon did diagnostics but could not find any reason for the patient to have a sensation around the area of the implant. Patient currently in recovery doing well.